Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left and right common femoral arteries (lcfa and rcfa) was completed with two proglide devices on each side, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. The aaa procedure was completed. In the lcfa, one proglide knot was successfully advanced. The other proglide in the lcfa had a suture break. Another proglide device was successfully used and hemostasis was achieved in the lcfa. Hemostasis in the rcfa was achieved with the 2 preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and in he pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The suture break was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the suture break; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the sheath size for the pre-close procedure was 7f. The maximum sheath size for the aaa procedure was 18f. Two proglide devices were used to achieve hemostasis at the left common femoral artery. No additional information was provided.